Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: unknown batch#: unknown it was reported by the customer that when they are flushing patients' dialysis lines to test patency, the seal appears to have broken in the syringe and blood backed up into the shaft of the unit. The glue holding the item in its packaging is coming loose and the syringe is left exposed to air. Rcc received a complaint via email. Email(s) attached. On (B)(6) 2023 when flushing patients' dialysis lines to test patency, the seal appears to have broken in the syringe and blood backed up into the shaft of the unit. The glue holding the item in its packaging is coming loose and the syringe is left exposed to air. After sending closure letter on (B)(6) 2024. Customer replied: I¿ve actually held on to both syringes that we have experienced this problem with when both complaints were entered. Nobody followed up with me to request the syringe be sent out. The first one I disposed of when it sat in my office full of blood for over a month. This one I¿m almost ready to dispose of. The product is faulty ¿ we have had numerous syringes do this and just put in two complaints thus far as nothing seems to come of them. Unfortunately, this problem will probably continue to happen. Thanks for your response. Xxxxxxxxxx sample received on (B)(6) 2024.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint was a duplicate to (B)(4). This complaint is being cancelled and the MDR is void.

Event description:
Duplicate to (B)(4).